Manufacturer narrative:
The exact date is unknown; however, it was reported that the event occurred in (B)(6) 2016. The complainant was unable to report the device upn and lot number; therefore, the brand name, manufacture date and expiration date are unknown. Imdrf code a010402 captures the reportable event of stent migration.

Event description:
It was reported to boston scientific corporation that an unknown ureteral stent was used during a percutaneous nephrolithotomy (pcnl) procedure performed in (B)(6) 2016. The patient experienced a stent migration with a repeat endoscopy to remove the stent. The event was determined to be casually related to the procedure.